Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's clinical data was returned and evaluated. Review of the clinical data file shows that there was a high level of variability between the detected complexes in the recorded signal. While a clinician may interpret this rhythm as a non-shockable rhythm, the device's algorithm found enough matching characteristics with shockable rhythms to recommend a shock advised determination. This does not indicate a device malfunction. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "shock advised" prompt for a rhythm the clinician believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.